Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring in the tricuspid position, the performance of the repair was inadequate and the physician elected to replace the valve. The physician indicated the inadequate repair was due to the condition of the patient's anatomy. No issues with the performance of the annuloplasty ring were reported.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately after implant of this 29mm mechanical valve, the valve was explanted due to one of the leaflets being stuck. No additional adverse patient effects were reported.  Additional information was received that an attempt was made to implant this annuloplasty ring in the tricuspid position, however, the performance of the valve was inadequate and the physician decided valve replacement was indicated. The ring was explanted, the native leaflet cut out, diseased tissue excised, and a 29 mm mechanical valve was implanted. After implanting the valve and prior to closing the atrium, leaflet motion was tested with the blue actuator and no issues were detected. The atrium was closed, transesophageal echocardiogram (tee) identified one of the leaflets was stuck. The atrium was re-opened and valve explanted. Prior to explant, the physician examined the valve and did not see any anatomical or sub-valvular impingement. A new 29mm mechanical valve was successfully implanted. No additional adverse patient effects were reported.